Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted that the stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was separated at the distal end of distal seal and was not returned, confirming the reported information. The material at the separation was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The guide wire used during the procedure was not returned; therefore it is unknown how it may have contributed to the reported difficulties. Factors that may contribute to the inability to advance/retract the stent delivery system (sds) over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all sds are visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. Pin gauges were used to measure the tip inner diameter past the proximal seal and the guide wire exit notch, which met manufacturing criteria. A new guide wire was back loaded through the returned sds with no resistance noted. In this case, it is possible the distal tip may have been kinked during insertion of the guide wire, causing resistance during the attempt to advance the guide wire. This resistance could then cause the tip to become further kinked, and the subsequent removal of the product likely resulted in the tip stretching and ultimately detaching. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the distal left anterior descending artery (lad). The mini vision stent delivery system (sds) was being advanced on a balance middleweight (bmw) guide wire, but prior to entering the patient, resistance was observed. As the mini vision sds was being removed, there was more resistance and the tip separated on the guide wire. The sds and tip were removed from the guide wire and two non-abbott stents were used with the same guide wire to successfully complete the procedure. There was no adverse patient effect. No additional information was provided.